Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received. Distributor information: (B)(4).

Event description:
The event involved a chemoclave® vented bag spike with a list number: ch-14 and lot number: 14130416. The reporter stated that, "leakage from the air vent." The event occurred during infusion. There was concomitant drug and concomitant device. The was no bleedback, with chemo which is gemcitabine, no biohazard, and unknown user facility medwatch. The device was not reprocessed/resterilized. There is 2 defective sample and is available to return. Picture is not available. There was patient involvement but no adverse event/patient harm and no delay in critical therapy. Jramo 20-jan-2025.

Manufacturer narrative:
Received two (2) used ch-14 chemoclave vented bag spikes each connected to a semi-rigid bottle for inspection. No defects or anomalies were noted. To replicate clinical use, each ch-14 was leak-tested with the cap open. There was no leakage. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed tot he reported complaint.